Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the s-ICD was explanted due to an unspecified performance issue. At this time it is unknown if the product is expected to be returned for analysis. Requests for further information are being made.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The device was expected to be received for analysis and return requests have been made. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being submitted to update the cause for explant in the description. This report is being submitted to update the date of manufacturer.

Event description:
It was reported that the s-ICD was explanted due to an unspecified performance issue. At this time it is unknown if the product is expected to be returned for analysis. Requests for further information are being made. Additional information was received that the s-ICD was explanted due to premature battery depletion. The device was expected to be received for analysis and return requests have been made. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The device was expected to be received for analysis and return requests have been made. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report is being submitted to update the cause for explant in the description.

Event description:
It was reported that the s-ICD was explanted due to an unspecified performance issue. At this time it is unknown if the product is expected to be returned for analysis. Requests for further information are being made. This report is being submitted to update the cause for explant. It was noted that the s-ICD was explanted due to premature battery depletion.